Manufacturer narrative:
(B)(4). Examination of the returned device found the locking mechanism to be broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cap button component has fractured.